Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the sheath of the shaft of the device broke and fractions fell into the pts cavity. The surgeon found the pieces and was able to retrieve them.